Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-dec-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with an octaray mapping catheter and a clear fiber connected to the catheter issue occurred. After the procedure was completed and the octaray mapping catheter was removed from the sheath, a clear fiber was discovered to be connected to the octaray mapping catheter. Analysis of the octaray mapping catheter was requested. There was no patient consequence reported. Additional information was received. The damage did not result in wires being exposed. The damage did not result in any lifted or sharp rings. The catheter was not physically damaged. No resistance or difficulty during insertion and while maneuvering the catheter nor during removal of the catheter. It was wrapped around the base of the splines (electrode 21). The catheter was not pre-shaped. The baylis versacross access solution (transseptal sheath and rf wire) ref (B)(4), french size 8.5 f was used.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with an octaray mapping catheter. After the procedure was completed and the octaray mapping catheter was removed from the sheath, a clear fiber was discovered to be connected to the octaray mapping catheter. There was no patient consequence reported. Additional information received indicated that the catheter was not physically damaged. The foreign material was wrapped around the base of the splines (electrode 21). The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 05-jan-2024, one spline had a small, damaged electrode. The electrode was observed with a dent and partially lifted. No internal components were exposed. The lab finding of the electrode partially lifted has also been assessed as reportable as of 05-jan-2024. Investigation summary details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that one spline had a small, damaged electrode. The electrode was observed with a dent and partially lifted. No internal components were exposed. No other issues were observed during the visual inspection. In other hand, and according to pictures provided by the customer, a clear fiber string was discovered connected to the catheter. The issue reported could be caused during the procedure due to the used sheath; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. Even though the foreign material reported by the customer was not returned for analysis, the damaged electrode could cause the reported event. Inserting a catheter with a partially lifted electrode into a sheath could trigger the issue reported by the customer. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 06-sep-2024 additional information was received clarifying that the event reported under 2029046-2024-01990 / (B)(4) was previously reported to the FDA under this complaint (manufacturer report number: 2029046-2023-02450 /manufacturer¿s reference number: (B)(4)). As such 2029046-2024-01990 / (B)(4) is considered to be a duplicate. Any other information or updates will be reported to the FDA under manufacturer report number: 2029046-2023-02450 /manufacturer¿s reference number: (B)(4). Information from 2029046-2024-01990 / (B)(4): event description: it was reported that a patient underwent an ablation procedure with an octaray mapping catheter. The physician completed the case and pulled the octaray mapping catheter out of the bayliss versacross sheath and noticed a filament nylon appearing thread wrapped around the octaray mapping catheter. It was a device malfunction as the device did not do what it was supposed to do. There was no patient consequence reported. Patient age provided. Therefore, updated a2. Patient age at the time of event and a2. Age unit. G2. Is report source user facility checked. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).